Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on 28sep2025, the patient was hospitalized with a diagnosis of hyperglycemia due to a depleted insulin supply. The patient reported that every 90 days she experienced malfunctions with the pods, creating insulin waste. The patient reported receiving an error message on her omnipod 5 app to deactivate the pod. Reported symptoms included shortness of breath, tightening of chest, shortness of breath and fatigue. Blood glucose levels reached 380 mg/dl while wearing the pod for over 48 hours. At the hospital, the patient was treated with intravenous fluids. The patient was discharged the same day.